Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report and to provide the results of the final investigation. Corrected fields: d4 model number lot number and UDI the device was returned to olympus for inspection, and the reported failure was confirmed. The device was unable to be functionally tested as the probe was broken at proximal end site. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the shockpulse lithotripsy probe broke. There were no reports of patient harm.